Event description:
A follow up call was made and the customer reported being in the emergency room, but he does not know how long he was in the hospital. The customer was in the airport at time of call. Attempted to call back days later and left a message in the voice message as well a follow up letter was sent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.